Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the air hose to the sternal saw was broken. It did not sound like air was getting to the saw. It is unknown if the saw was changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.